Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt went to the ER from experiencing painful abdominal cramping post implant. No specific diagnosis have been made pertaining to the event. The pt's stimulator was successfully programmed and is not experiencing any abdominal discomfort. The pt reported effected coverage in the desired areas. All the issues have been resolved. No further pt complications have been reported.